Event description:
The customer stated that she tested her blood glucose using her contour and elite meters. The contour read 323 mg/dl, while the elite read 95 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.